Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. Sample 1 initial t3 result was >650 ng/dl, and the repeat result was 91 ng/dl. Sample 2 initial cortisol result was >50 g/dl, and the repeat result was 13.5 g/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer decontaminated the wash stations, balancer assembly, and the sipper flow path. He replaced a solenoid valve and several pinch valves. The investigation determined that the service actions resolved the issue.